Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-06004. It was reported that the patient experienced a pericardial effusion with tamponade. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system and 24mm watchman ® laa closure device & delivery system were used. One partial recapture was performed. The closure device successfully implanted and there was no effusion noted. Three to four hours after the procedure, the patient experienced chest pain. An echocardiogram revealed an effusion which subsequently led to cardiac tamponade and the patient coded. A tap was performed and they removed 450 units of fluid. The patient is currently stable and doing fine.